Event description:
It was reported that the implant at tooth site #2 was removed due to periimplantitis. Bone loss around implant. Symptoms / patient impact: abscess, edema, inflammation, pain, swelling.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880. H6: additional h6- patient codes: 1690: abscess, 4755: swelling/edema, 1932: inflammation.